Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. Additional information: h11: evaluation summary. Evaluation summary: the event that occurred was an angulation failure. A pentax engineer consulted with hospital staff and confirmed that the malfunction was discovered during the daily pre-use check. No harm was caused to the patient. Based on the investigation, a potential root cause of this failure is that prolonged use of the angle steel wire over time led to wear and tear, resulting in insufficient angulation. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the instructions for use (IFU). Investigation completion and return date: 23-mar-2025. In this case, although the angulation section could not achieve the desired angulation, it was not an angulation stuck. Based on the above investigation results, pentax medical re-evaluated the necessity of MDR submission and determined that MDR was not necessary. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 05-mar-2025, pentax medical became aware of an event involving a model vnl-1190stk, serial number (B)(6) video naso pharyngo laryngoscopes china within the apac region. When the nasopharyngeal endoscope was inspected prior to use, the angle knob did not return to its original position and could not be used. This event occurred at the time of inspected prior to use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.